Manufacturer narrative:
Evaluated 1 open/used reservoir and performed a visual inspection and found no physical or cosmetic damage. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir does not leak. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that customer accidentally removed the bottom portion of the reservoir and o ring inside lip of reservoir compartment was missing. It was reported that reservoir was leaked at o rings and there was fluid in the reservoir compartment. There was no crack on insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.